Manufacturer narrative:
The device was returned to an olympus service center for evaluation. During inspection and testing, service confirmed the reported scope error code e315, which was found to be caused by a failure of the electrical circuit board. Additionally, service observed leakage from the scope connector. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that during pre-checks in preparation for use, the hd autoclavable camera head presented an e315 error code (scope error). Another device was used to complete the intended procedure. There was a delay in the procedure, but there was no clinical impact. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed that there was water invasion to the scope connector. The event was likely caused by a faulty connector from water invasion. The root cause of the water invasion was unable to be identified. Olympus will continue to monitor field performance for this device.